Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for a device repositioning surgery. The implant body was repositioned at a more superior location and the mp1 electrode was relocated. The implanted device remains.

Event description:
Per the clinic, the patient experienced atypical sound percepts, performance decrement and headache in the forehead with device use. Subequently, the patient underwent revision surgery under local anesthesia on (B)(6) 2025, to reposition the ball electrode. The implanted device remains.